Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) exhibited an electrical reset. It was noted that electrocautery was used several times during the procedure. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.